Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) assembly was made in feb 2021. The unit was packaged and placed into stock on mar 5, 2021. The unit was sent to the customer on apr 7, 2021. Per the packaged assembly the unit was sent to the customer with a locking ac power cord for the mpu. Per equipment tracking records, the unit was assigned to the patient on (B)(6) 2021. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. The reported event, of loss of external power alarms while using the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review ¿ no specific issues noted. Technical service reviewed the log file and replied to the customer. The event log file contained approximately 2 days of patient event data. There was one loss of external power event that occurred while the patient was using the mpu. The event was momentary ¿ 3 seconds in duration. The controller operated on backup battery power during the event. The mpu was the power source before and after the events. The battery capacity (rsoc) indicators and cable voltages correspond to a brief loss of mpu output. The customer reported that the loss of external power event was due to the ac power cord disconnection at the wall outlet. The mpu was kept in use; no product was returning for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during review of the patient's log files a low power hazard alarm was seen to have occurred on (B)(6) 2021 at 9:39 pm while tethered on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted, the patient reported switching outlet plugs while being connected to the mpu. There was no interruption in pump support during these events. The mechanical circulatory support (mcs) equipment was operating as intended.